Event description:
The target lesion was the first diagonal branch. The vessel was de novo and calcified lesion. Aha/acc classification of the vessel was a type b2. The lesion length was 14 mm and vessel diameter was 2.5 mm. The procedure was an elective case. Pre-dilation was conducted with a balloon (3.0 x 20mm) at 12 atmospheres (atm) for 30 seconds. A cypher (2.5 x 18mm) (lot number i0206094) was implanted at 22 atm for 30 seconds. Post-dilation was not conducted. Ivus was conducted. Timi flow was 0 before the procedure and 3 after the procedure. The residual % of stenosis was 0%. Act was measured (over 300). One week later, the patient complained of chest pain and decreases in st were observed at v3 approximately 4 and so a coronary angiography was conducted and thrombus was observed inside the implanted cypher. To treat the thrombus, balloon angioplasty was conducted. Details of the poba are unknown. The patient was in stable condition. The patient was discharged from the hospital (date unknown). Physician's comment: the probable cause of this event is due to the fact that the patient didn't take medicines properly after discharge from the hospital and started smoking again.

Manufacturer narrative:
This device cjs 18250 (lot i0206094) is distributed outside the united states, however, it is similar to the united states product cxs 18250. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.